Manufacturer narrative:
The reported issue of pcu front case keypad modules will be replaced due to no power is confirmed based on the field action. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported the front case is being replaced. (Pcu).